Event description:
Upon completion of the pulmonary vein isolation, the patient was given protamine. The patient's blood pressure dropped and it was determined by ultrasound that the patient had an effusion. The physicians performed a pericardiocentesis and drained one liter of fluid. The patient was stabilized and sent to the ccu. The patient responded well to the treatment. The drain was removed the next day and the patient was discharged.

Manufacturer narrative:
Bin files were verified and showed system notice 50030 "excessive flow" at injection 24. Bin files also show that at least 27 injections were performed with the catheter 2af282 / 41723-03. The device is not available for investigation; it was discarded after the procedure. Pericardial effusion is a potential adverse event associated with cardiac catheter cryoablation procedures and is not linked to the 50030 system notice message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.